Event description:
The nurse missed the vein upon insertion of the catheter. When she took the needle out it came back through the tubing. The nurse then laid the needle on the bed. She then stuck herself on the left palm near the index finer. She has begun the blood borne pathogen testing and is at baseline stage.

Manufacturer narrative:
The sample will not be returned for evaluation as it has not been retained by the hospital. Upon completion of the investigation, a supplemental report will be submitted.